Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that there were spots on the display of the patient's blood glucose monitor. No adverse event was reported. The infusion device was requested to be returned for product evaluation.